Manufacturer narrative:
Review of the system controller log file provided confirmed pump stoppage events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2017 through (B)(6) 2017. Multiple pump stoppages were noted on (B)(6) 2017 and had corresponding low speed and low flow alarms. All of these events occurred while the patient was connected to the mobile power unit. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the system controller log file was submitted for ¿stat read.¿ no clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted log files and observed multiple pump stoppages on (B)(6) 2017. This type of behavior had been previously linked to potential issues with the percutaneous lead. These issues only appeared to occur while the lvad was connected to the power module. X-rays were also submitted and a spot was observed that may be of concern. On 16aug2017 technical services arrived onsite for evaluation. No repair was performed. The patient was discharged on a grounded power module patient cable with the instructions to contact the vad clinician and move to battery support if another alarm occurs. As of 18aug2017, no additional alarms had been reported.